Event description:
The customer reported that the sys would not boot up and that both workstation monitors were gray. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The power supply was adjusted during the svc call. The sys was tested and found to be working an intended and put back into svc.